Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The reported event was confirmed during the evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the high flow insufflation unit was auto stopping delivery of co2. The issue was discovered during device inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.